Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead had not been functioning appropriately for a few years and the lead was programmed off. The field representative indicated there was no additional information found in the previous physician's note regarding this lead issue. Ra lead was surgically abandoned. No adverse patient effects were reported. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. This investigation will be updated should further information be provided.